Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint and revealed the device would not power on while using its internal battery. Review of the device data logs revealed occurrences of an error message (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180 was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power loss alarm when ac power was disconnected. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power loss alarm when ac power was disconnected. There was no patient harm or serious injury reported as a result of this incident.